Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance measurement of 125 ohms. Technical services discussed calcification of the lead over time. Technical services discussed increasing the shock impedance limit. It was noted that the patient feels pacing occasionally at night and in the office when tested. The lead remains in service. No adverse patient effects were reported.